Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that patient are not showing on pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing on multiple pyxis. A technical support specialist (tss) confirmed that the entire facility was affected. The tss dialed into the server and checked the health sight viewer (hsv), where the tss found several notices indicating "patient information delay." Upon running a downtime query, the tss discovered that the cce xml sent time was null. To address this, the tss restarted the data synchronization and external messaging services. After the restart, the downtime query returned results with the current timestamp. The tss then ran a critical override reason check and found that several stations had the reason "inbound delay," which occurred between 11:51 and 11:55. After rechecking hsv, the notices had disappeared. The tss confirmed that the issue was due to delayed messages from epic and the interface and noted that epic was already working on resolving the issue with the interface team. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that patient are not showing on pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.